Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte' 2.75x28mm drug-eluting stent to the left circumflex (lcx) artery but was unable to cross the lesion. Upon removal of the stent delivery system, the stent was damaged. The procedure was completed with another device. No patient injuries or complications were reported. Patient status post procedure is noted as well.

Manufacturer narrative:
The device was returned for analysis, and visual examination noted the presence of stent damage. The stent was positioned so that the proximal edge of the stent was 1.5cm distal from the distal edge of the proximal marker-band. The proximal edge of the stent was damaged. Several proximal stent struts were bent back distally. This type of damage is consistent with the device encountering some form of restriction. A review of the shop floor paperwork found that the device met its material, assembly, and product specifications at the time of release to distribution. The root cause is determined to be unknown.